Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had atrial fibrillation. The rhythm was cardioverted and afterwards it was noted that the right atrial (ra) lead had high thresholds. Surgical intervention was performed to reposition the lead but was unsuccessful. The lead was surgically abandoned and replaced. The physician suspected that the increased thresholds were either due to patient tissue condition or lead position. No adverse patient effects were reported.